Event description:
The pt underwent a trial procedure on (B)(6) 2011 and received two percutaneous leads (from the same lot). It was reported the pt was itching all over her body. The pt used benadryl to resolve the issue but was unsuccessful. As a result, both leads were removed. Allegedly, the itching was due to the medication she was on and not the trial system. After being explanted and switching medication the pt's issue was resolved. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.